Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced, resistance was met with the anatomy resulting in the reported failure to advance. Interaction with the anatomy resulted in the reported material deformation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information: return device analysis found that the xience sierra stent delivery system (sds) had been inserted into the anatomy as the sds was returned with blood visible in the balloon folds and in the guidewire lumen. The stent was returned severely damaged, but not broken as initially reported. Follow-up with the account corrected the event description as follows: the procedure was to treat a heavily tortuous and heavily calcified lesion in an unspecified artery. The 3.50x33 xience sierra sds failed to cross the lesion due to heavy tortuosity and heavy calcification. The stent became damaged and was not deployed. The stent and sds were removed without any issues. The procedure was successfully completed with another xience sierra stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience sierra is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that during unpackaging of a 3.50x33mm xience sierra stent delivery system it was noticed that the stent was broken. The device was not used in the patient. The procedure was successfully completed with another xience sierra. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.